Event description:
Distal yellow push button that activates "cut" function on this cautery pencil fell off device and was retrieved from the sterile surgical field. Product came out of a baxter custom pack: catalog#sut23mjack. Mfg date: 8/21/97. Order#: 277876. Baxter/allegiance and conmed contacted.